Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: unique identifier (UDI) number . D9: device availability. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative.

Event description:
The mount hex had broken, not the implant. Fractured of the placement mount in the middle while screwing the implant. On a follow up, doctor confirmed that the implant has not been fractured or damaged during the removal process.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the as returned product identified significant damage and additional fracturing of the implant collar. The implant mount is likewise fractured, thus confirming the event as reported. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and was removed the same day. The reported event could not be recreated due to the nature of the dental device and event (fracture). Damage observed on returned implants due to removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician¿s removal of the device. Device history record (DHR) review was completed for the subject lot number 1239693. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1239693) for similar event and no other complaint was identified utilizing keyword(s) fracture. Therefore, based on the available information, device malfunction has occurred. It was noted through inspection that the implant collar was fractured. The reported event of mount fracture was confirmed.

Event description:
Based on the investigation results, additional fracturing of the implant collar.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported fracture of the hexagone when the implant was screwed in at half its length. Patient would come back in order to complete the procedure.